Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the packaging of a disposable trocar. According to the complaint description the packaging was damaged. There was no patient harm. Additional information was not available. The adverse event/malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Event : due to the clarification of transportation issue, the report was reassessed and found to no longer require submission - no malfunction or serious injury.